Event description:
It was reported that over-sensing of noise was detected on the right ventricular (rv) lead. All other electrical measurements were normal. The rv lead was extracted and replaced with a competitor product. There were no adverse health consequences, the patient was stable.